Manufacturer narrative:
Insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, cracked display window and scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she dropped her insulin pump and when she looked at it she notice that a piece was missing. Customer stated that the drive support cap was slightly indented. Nothing further was reported.